Manufacturer narrative:
The product was returned for analysis and an internal lens imperfection was observed in add'l to lens damage. One haptic was scratched in the distal area, which would not meet release criteria. The optic had an indentation containing a dark particulate near the central optic zone. A dark particulate was also observed loose on the posterior surface. Lens optical resolution was acceptable. The imperfection does not appear to have any effect on the optical properties. Focal length reading was within the range for diopter of this lens. There have been no other complaints reported in the lot number. Add'l info was requested. (B)(4).

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "scratch" (scratched material [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was scratched. Pt impact is unk. Add'l info has been requested.